Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comments that the programmer would not load software and had no power. The power supply was replaced to reproduce the complaint. It was further noted on analysis that the glass of the touchscreen was broken and the touchscreen did not respond so it was not possible to enable any function on the touchscreen. The parts required for the repair to restore functionality of the programmer were no longer available and it was advised that the programmer be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not load any software. It was further reported that the programmer had no power. The programmer was received for repair and tested out of specification during manufacturer's analysis. There was no patient involvement.